Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 45986. There was unknown patient involvement.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The functional testing and visual inspection performed for analysis. The customer reported complaint was confirmed but could not be replicated. Upon further investigation it was found that the downstream occlusion(dso) seal was lifting, and the upstream occlusion(uso) seal was buckling.

Manufacturer narrative:
H3: one device was returned for repair with complaint that the device exhibited error code 45986. No service records were found. No related alarms were found in review of event log. Visual/functional testing was performed. Complaint was confirmed through verification testing but unable to replicate the error code. The probable cause was unknown.